Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed pressure testing on two different sets.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker sea. During functional check, the reported complaint was not duplicated. Pump's pressure switch test was performed. The pressure switch test results was found to be activating properly within the pump manufacturing specifications. However, high alarm displayed downstream occlusion sensor messages were found in the pump's event history logs. The exact root cause is unknown. Preventative actions taken. Instead of recalibration the downstream occlusion sensor, replaced downstream occlusion sensor.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.